Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test and rewind test. The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Event description:
Customer reported a compromised force sensor system. The customer also stated insulin was squirting out of her insulin pump during a manual prime. She reported the alarm occurring when she was changing her infusion set. The customer's drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer's blood glucose was 120 mg/dl. No additional information provided.